Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the user facility that there was a revision on (B)(6) 2017 due to dysfunction of the device. The patient outcome was hospitalization. There were no further complications reported as a result of this event.